Event description:
It was reported that the device was beeping and that the lead impedance was greater than 200 ohms. The clinician stated that the lead impedance trend had been fluctuating. The lead was removed and replaced. During the lead removal, the atrial lead became dislodged and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated high resistance/impedance. The max svc impedance measurement has had periods of elevated impedance measurement, with peak values from 122 - 164 ohms and a single reading of 888 ohms on (B)(6) 2010. The distal segment of the lead was later returned and analyzed. No anomalies were found. It was noted that the defib conductor was distorted, the outer tubing overlay was melted, the helix/lobe was distorted/bent and that blood/body fluid was on the outer tubing overlay and in/on the helix/lobe mechanism. (B)(4) the distal segment of the lead was returned to the manufacturer. No anomalies were found during analysis. It was noted that the outer insulation was breached cut and blood/body fluid was located on the proximal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated high resistance/impedance. The max svc impedance measurement has had periods of elevated impedance measurement, with peak values from 122 - 164 ohms and a single reading of 888 ohms on (B)(6) 2010.